Event description:
It was reported when using the pyxis medstation es system was unable to recover and involved multiple drawers. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failed drawer. A field service engineer verified that the customer had successfully restored the malfunctioning device, and no additional issues were reported. The device functioned as intended after the customer resolved the issue.